Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the lens haptic torn, broken and bent. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
Pt info: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 13.2mm vticmo13.2 implantable collamer lens, -07.00/+1.0/005 (sphere/cylinder/axis), within the same surgery due to the lens had excessive vaulting. The surgeon did not implant another icl lens. The problem was resolved. Cause of the event was unknown.